Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "there was an 8mm in a box of 7mm. The label sticker says 7mm but the tube is 8mm. The date of event was 23-oct-2024. The sample was available for investigation. This occurred when opening at the facility. There was no patient involvement and no patient harm/adverse event reported.